Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered into safety mode and delivered several shocks to the patient. It was suspected that the shocks were caused by myopotential oversensing. Technical services (ts) advised on options until device replacement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated and review of stored memory; confirmed the device moved to safety mode operation on 19 june 2024 due to the detection of memory errors. The identified errors were the result of a detected, uncorrectable memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered into safety mode and delivered several shocks to the patient. It was suspected that the shocks were caused by myopotential oversensing. Technical services (ts) advised on options until device replacement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.